Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during explant of the right atrial (ra) lead a complete obstruction and occlusion of the innominate vein were noted. During the attempted explant, when the physician got towards where the coil was the lead pulled apart and broke off. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.